Event description:
Boston scientific received information that this programmer was reported to have smoke coming out while performing patient follow ups. A request for review and additional questions regarding this case was sent to technical services. Technical services discussed not using the programmed and sending it back for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was returned. Upon turning on the power of the programmer on there was smell of burning. Visual inspection revealed that a portion of the power button was burned. The component was replaced which resolved the issue. Further analysis revealed that housing bottom, rear and pacing system analyzer (psa) plug were cracked. These components were re-newed. Laboratory analysis confirmed the reported clinical observation.

Manufacturer narrative:
Additional information provided noted that this programmer will be sent back for analysis. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.